Event description:
Our (B)(4) affiliate reports, on (B)(6) 2010, a patient who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported experiencing redness and pain in the right eye (od), being diagnosed with corneal staining and instructed to d/c contact lens wear for 3 days. On (B)(6) 2010, the treating eye care professional (ecp) provided additional information: on (B)(6) 2010 the patient presented with redness and pain od after sleeping in a 1-day trueye narafilcon a contact lens. The patient was diagnosed with cornea epithelium inflammation, uveitis and iritis od and was prescribed eye drops and oral medication (ecp did not provide the names of the medications). The patient returned for f/u (B)(6) 2010 and resolution was confirmed on (B)(6) 2010. The ecp reported that the pt returned to the clinic (B)(6) 2010 with redness and pain od. The patient was again diagnosed with cornea epithelium inflammation, uveitis and iritis od. The patient was instructed to return f/u in one week; the patient has never returned. The treating ecp could not confirm the causality between the patient's symptoms, diagnosis and the contact lens. No additional information is available at this time. The lot number of the product in question is unk. The product is not available for return for evaluation. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions - no conclusions can be drawn.